Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. The evaluation was unable to confirm the reported device issue. Olympus performed a visual inspection on the scope and was unable to find any broken stent or objects inside the biopsy channel and suction channel of the scope when inspected with an olympus boroscope; however, the bending section rubber glue was found cracked. Additionally, the scope was found with no missing parts. The scope was serviced and returned to the user facility. In addition, an olympus endoscopy support specialist (ess) provided a reprocessing in-service training at the user facility on november 22, 2017. No reprocessing deviations were found. Based on similar reported events, operator¿s technique and improper maintenance of the scope could not be ruled out as contributing factors to the reported event. The instruction manual states ¿do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endotherapy accessory may become damaged. If the endotherapy accessory cannot be withdrawn from the endoscope, stop the procedure immediately and contact olympus without changing the position of the instrument.¿ if additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the stent broke off inside the patient and an injury occurred. The detail of the injury is unknown at this time; however, it was reported that a stent used from the previous procedure came out into the reported patient. It was also reported that the scope was reprocessed and brushed prior to the procedure and no stent came out.